Event description:
Boston scientific received information that high out of range pacing impedances were noted on this right ventricular (rv) lead. A possible revision of the pace/sense will be performed. At this time no revision has taken place. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.